Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A patient presented for a percutaneous microwave procedure using a 14cm solero probe under CT with the introduction of a 13 g coaxial needle into the liver. Testing of the probe was performed in a water bath (positive heat development, system intact). The microwave probe was then inserted and advanced to the tumor site. The active part of the probe was confirmed to be always outside the sheath of the coaxial needle. Correct positioning was documented via CT (system unchanged, intact). Ablation began with a preset power of 140 w for 6 minutes. The system then indicated that there was significant deflection of the probe's energy (high reflective power) and that the needle should be repositioned. He made then several slight adjustments to the probe's position, as well as corrected the wattage and minutes. However, this resulted in the same error message, so he ultimately withdrew the probe through the coaxial needle. At no point were any pulling, pushing, or levering/shearing forces applied to the probe. Upon inspection of the used probe, it was noted that the ceramic tip had broken off exactly at the junction to the rest of the probe in the patient's liver. The procedure was continued with a second new solero ablation probe, which worked without any issues. They will discuss the tip detachment with the patient, probably to remove the tip from the patient liver with another operation. The doctor has been using the solero microwave ablation system for years. The ablation size was about 5 cm, tumor size was 3 cm.

Manufacturer narrative:
Received one (1) solero 14cm probe, with the cords to the cartridge and spike cut/removed. The customer's reported complaint description of ceramic tip was fractured and detached was confirmed. The reported high reflected power warning message could not be confirmed given the condition of the returned probe complaint sample (cords/tubing cut and tip detached so no functional ablation testing performed). Engineer evaluation: the applicator was received with the ceramic tip, ceramic ferrule, end washer coax cable, cartridge handle and pump tubing removed from the device. The shaft assembly was only received. Approximately 4 mm of the ceramic tip remains. The center conductor appears to have been severed at the end of the shaft. There are no known manufacturing defects found. This failure is the result of a thermal event, root cause of which could not be definitively determined. Hardware unit review: solero generator (B)(6) was used during this procedure with the probe in question. Unit was manufactured in oct-2017 and the most recent service was: case (B)(4) on 28-oct-2022 for routine service evaluation. Unit passed functional testing. A complaint search review of the s/n shows no previous repairs, servicing and/or upgrades for this unit associated with probe tip detached failure mode since the unit was distributed. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the directions for use (dfu) which is supplied to the user with the solero applicators contains the following statements: intended use/indications for use the solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue* during open, laparoscopic, or percutaneous procedures. Testing the device: - prior to placing the device in the target tissue for ablation, place the tip of the device (including the black shaded zone of the shaft) in a container of sterile water or saline and activate the device at 100 watts for 10 seconds to ensure that the system is functional. Warning: do not initiate the procedure/anesthesia until the applicator has been connected, primed, and the generator status bar indicates "ready". Precautions avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Each applicator may be used to ablate up to three separate areas of target tissue for each patient at the maximum power and time setting. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: do not bend the applicator as this may impair the function of the cooling system and may damage the microwave feed line inside the applicator. Warning: when using percutaneously the tip of the antenna may be used to puncture the skin at the point of insertion. Use the minimum force necessary to achieve this and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Operational instructions: inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. Do not use the solero generator if it has been dropped or damaged. Warning: after each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).